Event description:
It was reported the patient presented in clinic after a fall. It was discovered that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported the patient presented in clinic after a fall. It was discovered that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes of that the atrial lead also exhibited loss of capture.